Event description:
It was reported that, "a left primary cr femoral component was cemented on the pt right femur. I recognized the error a few minutes after implantation I informed the surgeon and he extracted the component. The surgeon elected to cement a right ps femoral component. The pt appeared to have a good result. The extraction and reimplantation took approx 15 additional minutes. Note: a 9mm ps insert was implanted with the ps right femur."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.